Manufacturer narrative:
The device sp 14 005 has been inspected for investigation purpose. The tests performed confirmed that the device received a shock that explained the registration issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. The registration step was not correct. A surgery delay has been reported < 30 minutes.